Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the red light on the indirect goes on and off. Having to turn unit off and on to work. Also, there is no power on the focal part of the laser. Goes up to 800 and still no power.

Manufacturer narrative:
The system was examined. The company representative found that the radio frequency identification (rfid) chip for the slit lamp was stuck in the port used for the laser indirect ophthalmoscope (lio) attachment. The company representative removed the chip and tested the system. The power output from the slit lamp cable was low, so a new cable was ordered. The company representative replaced the laser fiber to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to external rfid chip stuck in the port of the system and the non-conforming slit lamp cable. The manufacturer internal reference number is: (B)(4).